Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. The implant head and o-ball thread were intact. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to fail to osseointegrate. It was reported that the patient has type iii bone quality. Type iii bone has a thin layer of cortical bone surrounding medium-density spongy bone. It has been shown that the quality and quantity of bone available at the implant site are very important patient factor in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. It is possible that the patient's bone quality may have been a factor in the failed osseointegration of the implant. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." No abnormality with the implant was confirmed, this event will be tracked and trended. This report is for the 1st of 5 events with the same patient: please reference 3011649314-2018-00448 (B)(6). Please reference 3011649314-2018-00449 ((B)(6). Please reference 3011649314-2018-00450(B)(6). Please reference 3011649314-2018-00452(B)(6).

Manufacturer narrative:
Multiple follow-ups were made to obtain more information on the event; however, the reporter has provided only some information on the event. An additional follow-up will be made to obtain all of the information. Once new information is available and evaluation is completed, a supplemental report will be submitted. This report is for the 4th of 5 events with the same patient: please reference 3011649314-2018-00448 ((B)(4)) for the 1st implant. Please reference 3011649314-2018-00449 ((B)(4)) for the 2nd implant. Please reference 3011649314-2018-00450 ((B)(4)) for the 3rd implant. Please reference 3011649314-2018-00452 ((B)(4)) for the 5th implant.

Event description:
This report is for the 4th implant of 5 failed implants from the same patient: it was reported that an inclusive mini implant failed to osseointegrate. The implant site was not infected. The patient did not have pain or numbness. The implant was placed on (B)(6) 2018 and was extracted on (B)(6) 2018. The patient has type iii bone quality. There was no abnormal event or health condition that might have contributed to the implant failure. There was no abnormality noted with the implant itself.